Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the fractured non-boston scientific lead was explanted and successfully replaced. This device remains implanted and in service. All testing performed with the newly implanted lead, including defibrillation threshold (dft) testing, was in normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient is back in the united states and has a life vest on until he can meet with his physician. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient from the united states with this implantable cardioverter defibrillator (ICD) was traveling in mexico when he felt a shock while carrying his grandson. The patient felt good so he continued with his vacation; however, the next day he felt another shock and he decided to go to the hospital. The patient was hospitalized and then received another three shocks. The ICD was interrogated and revealed that there was noise being oversensed which was resulting in the delivery of inappropriate shocks. In addition, the pacing impedance measurement on the non-boston scientific lead was above 2,000 ohms. The ICD was reprogrammed to monitor only and the patient will follow up with his physician once he returns to the united states. No adverse patient effects were reported.